Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported her blood glucose elevated to 550 mg/dl at 6:00 p.m. On (B)(6) 2012, and she was positive for ketone bodies and went to the emergency room for treatment. The infusion headset was changed that morning using the insertion device. Her blood glucose was 174 mg/dl at 8:30 a.m., 168 mg/dl at 9:00 a.m., and 479 mg/dl at 11:00 a.m. The headset was removed at the hospital and the catheter was bent. No e4 occlusion errors appeared on the infusion device. She was treated with an insulin IV, and her blood glucose normalized before she was discharged. The infusion set was discarded and will not be returned for eval. The infusion device was replaced and requested for eval. No add'l info was provided.